Event description:
It was reported that the patient wanted to have his vns explanted due to being unable to tolerate vns stimulation. The patient was reported as experiencing significant coughing that can lead to vomiting as well as neck and jaw pain. The patient's mother also indicated that the vns does not appear to have improved the patient's seizures. Clinic notes were received for the explant that indicated that the patient experienced significant coughing during a vns system diagnostic test that the physician attempted to stop due to an increase in coughing and vomiting. The patient's vns was disabled and the patient's neck and jaw pain reportedly resolved. Ap and lateral chest and neck x-rays were taken and sent to the manufacturer for analysis. No obvious anomalies were observed that could result in the reported issues. It was noted that the electrodes did not appear to be in alignment however this may be related to the anatomy of the patient's vagus nerve. Surgery to explant the patient's generator is likely. Attempts for additional information are in progress.

Event description:
Clinic notes dated (B)(6) 2012 indicated bradycardia the patient¿s problem list.

Manufacturer narrative:
Previously submitted MDR inadvertently omitted information regarding the fluid found in the inner tubing of the lead. This report is being submitted to correct this information.

Manufacturer narrative:
Describe event or problem, correct data: previously submitted MDR inadvertently omitted information regarding this vns patient¿s bradycardia condition. This information was available at the time of the initial report submission. This report is being submitted to correct this information.

Event description:
The lead assembly was returned for analysis. Based on the coil condition ( a few cut strands) as viewed through sem analysis, it appears the reported lead fracture allegation was not verified in the returned lead portion. Scanning electron microscopy images of both the positive and the negative lead coils show that pitting or electro-etching conditions have occurred at the ends of the lead coils. Also, images of the cut coils indicate there was no complete break of the quadfilar coil. However, due to metal dissolution a conclusive determination of the fracture mechanism of the non-cut quadfilar coils strands could not be made. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Generator product analysis is captured in MFR report #1644487-2013-00539.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.

Event description:
The lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the end of the returned portion.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient was scheduled to have a revision instead of an explant, as previously reported. Additional clinic notes were received indicating that the device had been disabled. The patient underwent a full revision on (B)(6) 2012 and the products have since been returned to the manufacturer, however, analysis is not yet complete. It was noted that the surgery date was moved up as the patient had started experiencing an increase in seizures while the device was disabled. Additionally it was noted that the lead was replaced due to a lead fracture.